Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk lead, implanted: (B)(6) 2011; 5076-52 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the device had unexpected longevity. It was noted that the longevity was 3.5 years and that the device had high outputs programmed for the left ventricular (lv) lead. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.